Event description:
During procedure, surgeon could not load the tk ti-knot needle into the handle. Surgeon said that the hole was too small for the device to fit. The system would not allow the needle to load into it. 2 different needles were tried without success. Another handle was opened and used without any issue loading needles. No patient harm.